Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, noise and high out of range pacing impedance was observed on the right ventricular lead while testing on pacing system analyzer (psa). Different psa connecting cables were used but the issue persisted. Lead was not used and was replaced without any adverse consequences to the patient. Patient was stable.